Event description:
A newly implanted implantable neurostimulator was never able to couple with the recharger. X-rays confirmed that the device was not flipped. Device replacement was planned. No patient symptoms and outcome related to the event were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.